Event description:
Information was received indicating that a pump with a cadd medication cassette attached alarmed with fast beeping or no disposable, pump won't run". It was reported the end user changed to a backup pump to resolve. Remoulin 1 mg/ml united therapeutics. Dose; 8 ng/kg/min intravenous. Continuous 12/08/2021 to current. Lot: 939377 exp: 02/28/2023. Pulmonary arterial hypertension (pah).